Event description:
It was reported that the surgeon inserted a competitor's lens using the mtc-60cfp cartridge, and the lens was torn during insertion. The lens was removed and another iol was successfully implanted.